Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported perforation (right to left shunt) and heart failure. The dyspnea appears to be a cascading effect of the heart failure. Perforation, heart failure, and dyspnea are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case specific circumstance as the patient required hospitalization due to the heart failure. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. A steerable guide catheter (sgc) and mitraclip were prepared per instructions for use (IFU). A mitraclip ntw was deployed on the mitral valve, reducing mr to a grade of 1-2. On (B)(6) 2025, during an outpatient clinic visit, the patient presented with shortness of breath. An echocardiogram was performed and confirmed a right to left shunt through the atrial septal puncture hole, and mr was at a grade of 1. The patient required hospitalization due to heart failure.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. A steerable guide catheter (sgc) and mitraclip were prepared per instructions for use (IFU). A mitraclip ntw was deployed on the mitral valve, reducing mr to a grade of 1-2. On (B)(6) 2025, during an outpatient clinic visit, the patient presented with shortness of breath. An echocardiogram was performed and confirmed a right to left shunt through the atrial septal puncture hole, and mr was at a grade of 1. The patient required hospitalization due to heart failure.